Event description:
It was reported that the port was implanted via right subclavian for chemotherapy early in 2004. After two treatments, the port started to leak so it was removed and replaced. There were no associated pt complications.